Manufacturer narrative:
Product complaint #: (B)(4). Batch #: unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sigmoidectomy procedure, at the time of using the contour, as usual, the surgeon located the device in the area required to perform the simultaneous cutting and stapling in the tissue, however, the device did not perform the expected cut, partially fired the staples, but it did not complete both actions, the staple and cut. The surgeon frequently uses this device, which he is very familiar with the use. He made sure to use it in the correct way. To continue the procedure another reload was used. No patient harm was reported. There was no delay in the procedure.

Manufacturer narrative:
(B)(4).batch # p58a3c. Reload - cr40g x2. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with two cr40g reloads present. The reloads (b & c) were received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.